Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer observed the endowrist stapler 45 instrument had uncontrolled sudden movement when it was installed. The customer mentioned the surgeon had the same issue with a clip applier instrument during another case. The customer stated it was arm 1 that was having the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed error 22030 in the logs for the endowrist stapler 45 instrument in the previous case. The customer stated that the other instruments worked fine on the arm until the endowrist stapler 45 instrument was installed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that all the information provided was from the surgeon. The stapler moved forward on its own after firing successfully. After that, the jaws were no longer able to close. The issue only occurred once. The customer removed the stapler with the trocar, but they did not enlarge the port site. The customer swapped to a backup stapler with no issues. The drapes were not exchanged. The procedure was completed without any injury or harm to the patient. They tested the stapler after reprocessing and no issues were found. The customer will not be returning the instrument back to isi.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported issue. The system was tested and verified as ready for use. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer when customer called for support. Investigation revealed error 22030 (failure while clamping - in clamp/fire homing) that may have been related to the reported complaint. Additional log reviews confirmed that system (B)(4)was used for a pulmonary segmentectomy surgical procedure on (B)(6) 2022. A review of the instrument log of the endowrist 45 stapler instrument (part # 470298-14 / lot # t10210419-0018) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The alleged event occurred on the 26th use of the instrument. This complaint is considered a reportable event due to the following conclusion: it was alleged that an endowrist 45 stapler instrument on arm 1 moved with unintuitive motion (sudden movement). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.